Event description:
The following limited info has been reported by the dialysis ctr concerning a pt death in 2002. It was reported that the pt was using the meridian hemodialysis machine, medisystems blood tubing, baxter fistula needles and a baxter dialyzer. It was reported that the pt experienced nausea, vomiting and diarrhea during treatment. The pt expired after treatment. No further info is available at this time.

Event description:
Facility reported the pt arrived for first shift treatment in 2002. Pre-dialysis weight was 76kg. Dry weight was 72 kg. Pre-dialysis blood pressure was 136/79 (sitting). Pre dialysis temperature was 96.1 f. A meridian hemodialysis machine was used in conjunction with a psn 140 dialyzer, at a blood flow rate of 500 ml/min through an av fistula. It was reported that the pt's venous access needed to be cannulated twice. The acid concentrate used during the treatment was a 3 potassium, 3 calcium bath. The pt complained of slight cramping during treatment. Bleeding was led from an old needle access site near the end of the treatment and took 55 minutes to stop the bleeding. The blood pressure following the treatment was noted to be elevated at 178/104. Post-dialysis temperature was 96.0 f. The 4 hour session was completed and no alarms were documented. The pt was discharged home in stable condition. The pt was admitted to the hospital on one day later with complaints of non-specific weakness. The pt rec'd 3 units prbc's while hospitalized and expired on 2 days later. Cause of death was listed as "cardiovascular event".